Manufacturer narrative:
The field service representative replaced the sample probe liquid level detection (lld), printed circuit board (pcb) and he adjusted the voltage. The customer's qc passed. After the initial service visit, the customer was still seeing low qc results. Therefore, the field service representative replaced the lld sensor and sample syringe. After the 2nd service visit, no further issues were reported by the customer. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys probnp ii immunoassay results for 5 patient samples on a cobas e 411 module. (B)(6). The results were reported outside of the laboratory. The customer noticed that the result of <5 pg/ml did not meet the clinical picture for "patient 5" and decided to repeat recent patient samples that also had results of <5 pg/ml. The reagent lot number is 561868. The expiration date was requested, but not provided.

Manufacturer narrative:
The sample centrifugation time was only 5 minutes. The sample tube type was not provided. The investigation determined the service actions resolved the issue.